Manufacturer narrative:
Method: device manufacturing records were reviewed. Results: review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.

Event description:
It was reported through the return of product that a vns patient was explanted from vns therapy due to infection. The patient was not replaced after the explant of vns. The explanted devices have been returned to the manufacturer and are undergoing product analysis. Good faith attempts to obtain additional information have been unsuccessful to date.